Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that the customer had trouble with sensor insertion and calibrations. Blood glucose level prior the time of the call was 406 mg/dl, which was treated for. Blood glucose level near the time of the call was 296 mg/dl. Troubleshooting was not performed and the insulin pump was not replaced or returned for analysis.